Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging black sticky substance on heated plate on the humidifier. There was no patient harm or injury and no medical intervention required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information has been received. The device has not yet been returned to the manufacturer for evaluation. At this time, there is no patient information available; therefore, no good faith effort attempts can be made, and philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid has been updated/corrected.